Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the actual sample was received for evaluation. The visual inspection shows that the replacement post pump line, connected to the y connector and the deaeration chamber is not correctly glued at the level of the connector. An air leak test was performed (2 bar), a leak was observed at the level of the replacement y connector. There is a non-homogeneous mark of solvent on the tubing and the incorrect gluing is therefore due to lack of solvent. The reported condition was verified. During assembly step, an operator applies solvent on the tubing by inserting its extremity on a pot of solvent. The operator places the tubing in the support plate and both components are glued together thanks to the action of the solvent. The cause of the condition was due to lack of solvent during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating near the spike connector of a prismaflex st100 set during prime. It is not known if the leak was from the spike or near the line connecting the spike. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.